Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6166822. Medical device expiration date: 12/31/2017. Returned to manufacturer on: 05/03/2017. Device manufacture date: 06/14/2016. " bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for poor barrier separation was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had issues with the gel in the serum and the sides of the tubes.

Manufacturer narrative:
Date received by manufacturer is corrected to 01/17/2017.